Event description:
Related manufacturer reference number: 1627487-2022-06181. It was reported the patient's ipg reached end of life. As a result, the ipg was explanted and replaced to address the issue. Patient has a peripheral and thoracic system. The investigation did not determine which ipg reached end of life.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
A patient's ipg reached end of life was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. Patient has a peripheral and thoracic system. It is unknown which of two ipg's experienced this issue. As a result, both ipg's were added to this record. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.